Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over infusing. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H6: updated component code. One device was received for investigation. The reported complaint was not confirmed because the failure could not be replicated. However, it was found that the device could not detect the downstream occlusion. The lens, the mainboard, the battery compartment, the valves and the expulsor were replaced with new ones. The device passed all functional testing after repairs were made. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.